Event description:
It was reported that the ilet alerted for high glucose while the user¿s fingerstick measured 400 mg/dl with approximately 9.73 units of insulin on board; the user wears a contact detach infusion set (23", 6 mm) and uses a dexcom g6, and a tubing fill was performed with visible insulin drops before reconnecting to continue monitoring. Symptoms included hyperglycemia without reported systemic illness or other clinical manifestations. Outcomes included no emergency treatment, no hospitalization, and the user remained stable at home. Investigation included remote troubleshooting and patient education to assess delivery pathway and verify insulin flow through the tubing. Investigation of this case revealed no confirmed device malfunction and no occlusion based on observed insulin drops, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.